Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that the patient¿s ins was having a hard time charging and holding a charge. The patient did not charge their device during their first pregnancy so around (B)(6) 2015, they noticed they were having a hard time maintaining a charge. They reported that they had been doing okay for the last couple of years, but in the last six months or so, they had to charge every day or every other day. The patient had spoken with a representative (rep) to adjust it, but they knew their condition had worsened a lot and they needed to use more energy. The patient and their healthcare professional (hcp) had discussed replacing the device with the same or a newer one. The patient stated that the hcp had told the patient to call to discuss replacement. The patient noted they were seen a couple of times probably in 2016 and also in the last six months. They talked about reprogramming again and trouble keeping it charged. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jul-26. The patient stated that their doctor recommended that they speak with their manufacture representative (rep). When asked to clarify their condition worsening, the patient stated that their condition has worsened because they were in a second car accident. The crps pain has spread since that accident. No further complications were reported/are anticipated.